Event description:
It was reported that the customer received multiple temp alarms. The customer was unable to clear the most recent alarm. The customer's blood glucose level was not impacted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received a supplemental form will be completed.